Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 8f preface sheath, model # 301803m. Webster cs catheter. Lasso catheter. Medtronic transseptal needle. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping of the left atrium, the lasso catheter receded back into the right atrium. A new transseptal puncture was required in order to regain left atrial access. At this point, the smarttouch catheter was in the left superior pulmonary vein (lspv), the webster cs catheter was in the coronary sinus, and the lasso catheter was outside of the patient¿s body. After the second transseptal puncture, the patient became hypotensive and a tamponade was discovered. Pericardiocentesis yielded an unlimited amount of fluid. Post-pericardiocentesis, the patient returned to a normotensive state. Patient then sent for observation. Patient required a few days of extended hospitalization for monitoring. Patient fully recovered with no residual effects and was discharged from the facility. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. Transseptal puncture was performed with a medtronic transseptal needle. Sheath used was a preface 8 french. Generator parameters were not reported, as no ablation was performed. There is no information regarding the irrigated catheter flow setting. There is no information regarding anticoagulation during the procedure. There were no error messages observed on any bwi products during the procedure.